Event description:
Reportedly, during use the device would not release the tissue from the jaws. The user had to cut the device out of the tissue and use clips to finish the procedure. The pt is currently doing well.